Manufacturer narrative:
Product analysis: as found condition (condition of returned device): an axium implant coil was returned for analysis within a shipping box; within an opened axium implant coil outer carton; within an opened axium implant coil inner pouch and within a dispenser track. The axium implant coil was returned within the introducer sheath. Visual inspection/damage location details: no bends or kinks were found with the axium implant coil pushwire. The axium was found to be returned with implant coil already detached and not returned. The axium implant coil was pushed out from introducer sheath for further analysis. The shield was found to be stretched. No other anomalies were observed. Testing/analysis (including sem reports): the axium implant coil tip od (outer diameter) was unable to be measured as the implant coil was not returned. The ID (inner diameter) of the introducer sheath was measured to be 0.0185¿ which is within specifications. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ was unable to be confirmed. The customer reported preparing the axium implant coil as indicated in the IFU prior to use. It is possible insufficient preparation of the axium implant coil, damage during preparation or improper hubbing technique (over tightening of the rhv) could have contributed to the event. Based on the analysis performed, the customers report of ¿coil separation/break¿ was unable to be confirmed as the implant coil was found to have been detached and not broken. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the treatment of a ruptured saccular aneurysm in the internal carotid artery using a bare axium 3d coil, the coil became stuck in the sheath. The aneurysm had a maximum diameter of 4 millimeters and a neck diameter of 1 millimeter, with moderate vessel tortuosity and normal blood flow. The procedure involved the use of a microcatheter, specifically an echelon. The device and accessory devices were prepared as indicated in the instructions for use. The coil experienced resistance and became stuck in the sheath. The patient did not experience any symptoms or complications associated with this event. Additional information received reported the coil accidentally broke during the procedure, and no detachment attempts had been made. There was no kink/damage observed on the pushwire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.